Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported broken belt clip. Customer's blood glucose was 402 mg/dl. Troubleshooting was done. Customer treated high blood glucose with insulin pump. Advised the customer that belt clip would be replaced. No further information provided.